Event description:
A male with pre-procedure diagnosis of a short proximal aortic neck, a short left common iliac artery landing zone and both common iliac arteries calcified and angulated, underwent aaa repair in 2008. Intraoperatively, the top cap was opened before the contralateral iliac leg was placed. There was difficulty inserting the main body because the iliac artery was serpentine and calcified. After implanting the main body, the physician confirmed stasis of the contrast media in the aorta on angiography. Confirmatory final angiography revealed the blood flow stasis in the aorta was not resolved. There was a contralateral distal type I endoleak. The patient expired two days later. At this time no further information is available.

Manufacturer narrative:
Evaluation: still under investigation.